Manufacturer narrative:
The other proglide device referenced in b5 is filed under a separate medwatch report number. The device was returned for analysis. The reported needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date of event. H6: device code 1562 "material separation" was removed.

Event description:
Subsequent to the initially filed report, additional information received from ministry of health of the russian federation. Case description: "in the presence of x-ray operation room the patient received planned surgery ¿ right icc stenting. At the end of the surgery, the angiography of the femoral artery was carried out in order to assess the puncture site for the possibility of using suturing devices. It was decided to use the perclose proglide 6f (abbott vascular) lot 9012942 ref (B)(4). Then the introducer was removed on a 0.035' guidewire. Via the 0.035' guidewire the device was introduced into the blood stream at an angle of 35¿40°. Upon reaching skin level by the exit perforation for the guidewire - the guidewire is removed and the device was advanced further into blood stream until pulsatile flow appeared from the marker tube. Further, when the position of the device was at the angle of 45°, the lever marked with number 1 was raised. Then the device was precisely and slowly pulled up all the way in, the blood flow from the marker tube was stopped. In this position, the plunger was pressed (in the direction marked with number 2) all the way in. Next, the plunger was carefully removed in the direction marked with number 3, and no suture was attached to the front needle. Rear needle had no suture. After that, the device was pulled to the exit perforation for the guidewire, the 0.035' guidewire was inserted into the perforation and the device was replaced with the second perclose proglide 6f (abbott vascular) lot 9012942 ref (B)(4). Further, all the steps were repeated as described above, but as an outcome, when the plunger was removed, the suture was also not attached to the front needle. Rear needle had no suture. This device was removed on the inserted guidewire and hemostasis was carried out by starclose se (abbot vascular) system.". No additional information was provided.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after an unspecified procedure. Reportedly, when the proglide plunger was removed, the suture broke. Another proglide device was used with the same results. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.